Event description:
The customer reported that the suction tube blue connector/adaptor disconnected. There was no reported patient use or injury.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.